Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 700 mg/dl and difficulty breathing; cause of high bg was unknown. Customer alleged a ¿pump issue¿ contributed to the high bg; however, tandem technical support was unable to perform a system check with the pump as the customer had reverted to manual injections and was no longer in possession of the pump. No additional information regarding the event was able to be obtained. Customer was treated with a manual injection to address elevated bg level. Customer was discharged 3 days later, (B)(6)2023, with the issue resolved and no permanent damage. Customer ultimately reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.